Manufacturer narrative:
(B) (4).

Event description:
The pt was undergoing skin cancer removal (with electrocautery) when she experienced a shocking/jolting sensation throughout her body. The physician also felt the shock. The stimulation was working and there were no other changes to the therapy. Further info is being requested from the hcp.